Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment for the event was not reported. It was reported that during hospitalization, a percutaneous endoscopic gastrostomy (peg) feeding tube was placed to facilitate nutritional therapy. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.